Event description:
It was reported by the sales rep that the customer states: "the packaging on the dual stage venous cannulae looked to be weak and when they went to open it, the package ripped and the product was considered non sterile. No patient contact was made.

Manufacturer narrative:
Device evaluation anticipated into root cause upon return of the device from the customer.

Manufacturer narrative:
Evaluation: received (1) venous cannula, model tf293702 in open original package. Cannula appeared not used. No blood was visible on the cannula. As received into lab approximately 40 percent of the seal was opened from the tab. On one side of the seal the surface of the tyvek ripped. The plastic and tyvek supposed to be separated along the seal instead of ripping into the tyvek. Visual examination was performed with unaided eyes. The dual stage venous cannula was received in a double plastic bag and evaluated by quality engineering and manufacturing engineering. The device was inside the original pouch. The pouch was opened but the device appeared unused. No dried blood was visible on the device. The report of "packaging looked to be weak" could not be confirmed. The tyvek was torn along the pouch manufacturer's seal in an area where excess adhesion had occurred between the nylon and tyvek materials. When the seal was pulled apart the excess adhesion caused the tyvek to separate. The issue is similar to removing a label from paper in which the adhesion causes the paper to separate. The remaining seal sections were pulled apart and seal adhesion was normal. No damage was observed on the pouch seals or pouch material. No discrepancies to the cannula were observed. Since the pouch had been opened, the product arrived non-sterile and sterility testing could not be performed. A device history record (DHR) review was completed and no non-routine non-conformances were identified during the manufacture of lot 59229454. Instructions for use were reviewed. In as much as the lot passed receiving inspection and the pouch pull strength was within a typical range, it is unlikely that the fiber tear was manufacturing related. The reported issue may have been caused from opening the pouch too abruptly; however, the root cause cannot be determined. The issue will continue to be monitored. No CAPA or pra will be opened for this incident. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigations will be performed.